Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a ventilator inoperative alarm condition was observed. A blower calibration was performed to address the issue. Additionally, the device alarmed for a battery not charging issue. The service required error was discovered in the device's event log. The evt_battery_not_charging_fault error pertains to the device's detachable battery. A detachable battery is an accessory to the ventilator. The detachable battery was missing from the device. An alarm indicating a write to calibration table was observed. The software was upgraded to address the issue. The machine flow sensor and system board tubing were replaced preventatively. The device was tested and passed all final testing.